Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the nurse found some small air bubble in the tubing during dialysis procedure, and leakage occurred at the location of bifurcation site which the legs conjunction. This catheter has been implanted approx 2 weeks.